Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone

Event description:
Customer reporting 9 symptomatic patients testing false positive for sars two times over an extended period of time (18 occurrences total). Customer states the results were negative by pcr. Report 15 of 18.